Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported when using the bd cathena¿ safety IV catheter, the device experienced leakage (blood) from the flashback chamber. The following information was provided by the initial reporter. The customer stated: the user clinician reports that during the insertion of the catheter (bdcathena multiguard 20g) the multiguard system did not work causing the blood to leak. The sewed blood has partially dirtied the operator's hand. The only impact occurred on the operator who had his hand stained with blood.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd cathena¿ safety IV catheter, the device experienced leakage (blood) from the flashback chamber. The following information was provided by the initial reporter. The customer stated: the user clinician reports that during the insertion of the catheter (bdcathena multiguard 20g) the multiguard system did not work causing the blood to leak. The sewed blood has partially dirtied the operator's hand. The only impact occurred on the operator who had his hand stained with blood.